Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-00113. It was reported that the burr became stuck on the rotawire. The 99% stenosed target lesion was located in a severely calcified coronary artery. A 1.25mm rotalink¿ plus and 330cm rotawire¿ were used for treatment. During the procedure, ablation was performed using the rota burr. When the burr was withdrawn, it was noted that the burr got stuck with the rotawire outside of the patient. The procedure was completed with another of the same device. No patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. Visual inspection identified the device to be fractured at 171.0 cm approx. From the proximal section, and the wire is kinked at 4.0cm and at 24.5 approx. From the proximal end. Evidence of mechanical cut was noted and the distal section was not returned (153.0cm approx.). All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-00113. It was reported that the burr became stuck on the rotawire. The 99% stenosed target lesion was located in a severely calcified coronary artery. A 1.25mm rotalink plus and 330cm rotawire were used for treatment. During the procedure, ablation was performed using the rota burr. When the burr was withdrawn, it was noted that the burr got stuck with the rotawire outside of the patient. The procedure was completed with another of the same device. No patient complications reported and the patient's status was good.